Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident and the suspected device. According to sophysa in-house process, the catheter will be analysed by our quality control laboratory and a visual and functional control will be performed, when the catheter will be returned.

Event description:
The monitor showed e005 after two days of implantation.